Event description:
It was reported that the atrial lead warning triggered due to low impedance in bipolar, which was lower than the unipolar impedance. When programmed in unipolar, muscle stimulation was noted. It was suggested programming be left in bipolar since unipolar creates muscle stimulation. Monitoring was also suggested. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.